Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500 a form will be submitted accordingly.

Event description:
International customer reported that a patient developed a recurrent incisional hernia 2.5 years following an initial hernia repair. The patient was returned to surgery. The surgeon commented that the initial mesh was torn through the center. Another mesh was placed as an overlay.